Event description:
It was reported the pt had been unable to feel stimulation for the past few months. A full parameter diagnostic indicated both high and low impedance values. Reprogramming using the valid contacts and multiple configurations did not resolve the issue. The pt also reported using a walker and had several injections in her back when she stopped feeling stimulation. The x-rays indicated the connection between the ipg header and the leads to be intact. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.